Event description:
It was reported that an insulin infusion had been running for approximately 30 minutes when it was later checked a noted that the insulin infusion bag had less medication than it should have had at that point. The event occurred on (B)(6) 2026 between 1000 and 1100. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.